Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, three clips in a row didn¿t form on the tissue and fell down. The doctor continued the surgery by using a new er320. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m92p28. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 15 conforming clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.